Event description:
It was reported the patient saw an end of service (eos) error code on the patient programmer. The implantable neurostimulator (ins) was off/disabled and no longer proved therapy. The patient¿s mother used to check the system, but they had not checked in a long while. The patient thought the ins was supposed to last longer, but they did not say how much longer. The ins had not been checked by the patient¿s healthcare professional (hcp) for a long time. The patient had advanced parkinson¿s disease symptoms that had gradually been getting worse. Recently, the patient went to the emergency room due to symptoms of not being able to move, tremors, and stroke like symptoms. The patient first noticed the symptoms getting worse in june 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v012316, implanted: (B)(6) 2006, product type lead; product ID 3387s-40, lot # v012316, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 64002, lot # n341117, implanted: (B)(6) 2012, product type adapter; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4).